Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that noise ventricular oversensing was observed on several episodes during the follow-up dated (B)(6) 2016. No therapy was delivered although the ICD had started to charge on several occasions. Reportedly, the ventricular sensitivity was reprogrammed to 1mv. Many of the episodes are nocturnal or early morning and appear to be emi in origin - the patient has reported that no electrical or magnetic equipment is being used or in the vicinity of the device at these times. Provocation and manipulation testing did not reproduce the noise. The centre has asked for further advice on the course of action. Patient has been admitted pending lead/box change.

Event description:
It was reported that noise ventricular oversensing was observed on several episodes during the follow-up dated (B)(6) 2016. No therapy was delivered although the ICD had started to charge on several occasions. Reportedly, the ventricular sensitivity was reprogrammed to 1mv. Many of the episodes are nocturnal or early morning and appear to be emi in origin - the patient has reported that no electrical or magnetic equipment is being used or in the vicinity of the device at these times. Provocation and manipulation testing did not reproduce the noise. The centre has asked for further advice on the course of action. Patient has been admitted pending lead/box change.

Manufacturer narrative:
The complaint was reopened following the reception of additional information. Several new episodes of right ventricular oversensing were reportedly recorded. The ventricular sensitivity threshold was reprogrammed to 1mv and the persistence was set to 20 cycles. Reportedly, the noise can be replicated on deep inhalation up to a sensitivity threshold of 1.6mv.

Event description:
It was reported that noise ventricular oversensing was observed on several episodes during the follow-up dated (B)(6) 2016. No therapy was delivered although the ICD had started to charge on several occasions. Reportedly, the ventricular sensitivity was reprogrammed to 1mv. Many of the episodes are nocturnal or early morning and appear to be emi in origin - the patient has reported that no electrical or magnetic equipment is being used or in the vicinity of the device at these times. Provocation and manipulation testing did not reproduce the noise. The centre has asked for further advice on the course of action. Patient has been admitted pending lead/box change.